Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture, "side silicone knots along the outer rib cage" and exchange from textured to smooth due to the patients concern of them implant. Healthcare professional later reported "skin and subcutaneous tissue with silicone granulomas" and "white calcifications".the device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "side silicone knots along the outer rib cage".

Event description:
Patient reported left side rupture, "side silicone knots along the outer rib cage" and exchange from textured to smooth due to the patients concern of them implant. The device has been explanted.